Event description:
It was reported that this pacemaker device had a sudden decreased in longevity. Moreover, it was noted that the power consumption of this device had increased. The patient was also in chronic atrial fibrillation (af). Further, device reprogramming was performed. The technical services then discussed option of sending data for analysis. Additional information indicated that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported, that this pacemaker device had a sudden decreased in longevity. Moreover, it was noted, that the power consumption of this device had increased. The patient was also, in chronic atrial fibrillation (af). Further, device reprogramming was performed. The technical services, then discussed option of sending data for analysis. Additional information indicated, that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Patient code 3191, captures the reportable event of surgery.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This report has been updated to include more specific component codes in field h6 as well as notice that this device is now under advisory.

Event description:
It was reported that this pacemaker device had a sudden decreased in longevity. Moreover, it was noted that the power consumption of this device had increased. The patient was also in chronic atrial fibrillation (af). Further, device reprogramming was performed. The technical services then discussed option of sending data for analysis. Additional information indicated that this device was explanted. The device was returned, analyzed and found that there was a presence of excess hydrogen in the device case. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this had a sudden decreased in longevity. Moreover, it was noted that the power consumption of this device had increased. The patient was also in chronic atrial fibrillation (af). Further, device reprogramming was performed. The technical services then discussed option of sending data for analysis. To date, the device remains in service. No adverse patient effects were reported.